Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the small intestine during an enteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not to deploy. However, the nature and cause of how the clip did not deploy is unknown. Another resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.